Event description:
It was reported th at the system was unable to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f1 fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.